Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient's system was removed due to the leads were penetrating the heart. No adverse patient effects were reported. The pacemaker was explanted.